Event description:
The surgeon converted to open when the device could not be fire after it was closed on the artery. He was afraid that there may be bleeding after he removed the device and if this had occurred he wanted to be able to stop it immediately. However, there was no bleeding. The device was not fired across any clips. The firing trigger could not stroke. The patient is fine now.

Event description:
It was reported that during a vats procedure, the surgeon used the device to transect the lobar artery, but the device would not fire. The surgeon converted the procedure to open to avoid bleeding. When the device could not fire after closed on the artery, the surgeon was afraid that there may a bleeding after he removed the device. He converted the procedure to open so that if bleeding was found he can stop it immediately. Titanium clips was used to close the artery. Now the patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable.

Manufacturer narrative:
(B)(4).